Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that high capture threshold was observed on this rv lead. The device was reprogrammed to maximum output. On interrogation, rv threshold 2.4v @ 1.8ms. Patient is pacemaker dependent. All other measurements normal. Rv output reprogrammed to 7.0v @ 2.0ms as requested by the doctor. Lead remains implanted.